Event description:
It was reported that at change out of the implantable cardioverter defibrillator (ICD) device was providing safety pacing during a prescribed algorithm. The markers were atrial pace (ap) - ventricular pace (vp) with ventricular sense (vs) at the same time as ventricular pace (vp.) There were times when the vs was at the same time as the ap. The ICD was reprogrammed tip to integrated bipolar (ib) sensing. It was further reported that there had also been a loose connection. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.